Manufacturer narrative:
No pt info has been reported as of the date of the event. The surgeon was seeing an inaccuracy by twisting the teratracker on the apt which means he needs to repeat the instrument verification as the poor verification can cause problems. No impact on pt outcome reported.

Event description:
A site rep reported that during a spinal surgery, the surgeon was using an apt (awl/probe/tap) driver against a spinal pedical, and when turning the tracking instrument (tera tracker) around the apt, the tip of the instrument moved on the navigation screen. The surgeon continued use of the stealthstation and completed the case. There was no impact on pt outcome.